Event description:
Patient reported obtaining back-to-back blood glucose results of 60mg/dl and 120mg/dl on the advantage system. Patient did not modify therapy based on these values. Patient noted, that at the time results were obtained, his fingers were still wet with isopropyl alcohol. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. At the time of the report, patient no longer had the test strips that produced the discrepant values.